Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a pt had their generator replaced due to battery end of service. Pulse generator was subsequently returned to MFR for product analysis. During analysis the reported end of service was confirmed based on battery voltage. Additionally, a post burn-in electrical test was performed, and not all test specifications were met. Analysis identified the q9 component to be the root cause of the post burn-in electrical test failures. After q9 was replaced test specifications were met. Analysis found that the defective q9 did not impact device performance.